Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the patient had been hospitalized and eventually admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 485 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, feeling lethargic, almost passing out, dehydration, and limpness. The patient was treated with intravenous fluids, insulin, and nausea medications. The patient was discharged the following day on (B)(6) 2026.